Event description:
It was reported that a touchscreen was cracked and unresponsive. Customer's blood glucose level was 360 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Functional/duplication testing was performed, and no failure was identified related to the reported issue; however, a different issue was identified.